Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited foreign material in the channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three good faith attempts were performed to obtain additional information and regarding reprocessing, but no response was received from the customer. Please find correction to b5 and h6 (impact code) of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed clogging of the material in nozzle, but the type of the material could not be identified. There was no deformation at the section of the device with the foreign material remained. However, a definitive root cause of the reportable issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report: it was reported that during reprocessing found a blockage in the water auxiliary of the colonovideoscope. There were no reports of patient harm.